Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. No cosmetic damage was noted.

Event description:
Customer reported that the insulin pump returned a battery out limit and a failed battery test. During troubleshooting, customer was able to clear the battery out limit but not the failed battery test. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.